Event description:
Olympus was informed that during a laparoscopic umbilical hernia procedure, the teflon pad separated from the grasping section. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of device damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.